Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. The patient's daughter reported that the patient experienced bleeding on the day of sensor insertion, but the sensor was left in place. On (B)(6) 2025, the daughter called to check on the status of the replacement and clarified that the patient did not remove the sensor until monday, (B)(6) 2025. At an unspecified time on (B)(6) 2025, the daughter called 911, and the patient was sent to the hospital for emergency treatment as the patient's blood glucose level reached 786 mg/dl, leading to ketoacidosis. When asked for additional details, the daughter refused to provide further information, stating, "we don't need to talk about this." The daughter did not provide information about the patient's activities prior to the incident, symptoms, sensor readings, who took the patient's blood glucose value, or the patient's condition after being taken to the hospital or what the malfunction was. The call then ended abruptly. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. The patient's daughter reported that the patient experienced bleeding on the day of sensor insertion; however, the sensor remained in place. On (B)(6) 2024, the initial date the daughter contacted dexcom to inquire about the status of a replacement sensor. She clarified that the patient did not remove the original sensor until monday, (B)(6) 2025. It was documented that at an unspecified time on (B)(6) 2025, the daughter called emergency services (911), and the patient was transported to the hospital for emergency treatment due to a critically elevated blood glucose level of 786 mg/dl, resulting in diabetic ketoacidosis (dka). Estimated glucose values (egvs) were reported to be inaccurate, though no specific values were provided. When asked for additional details, the daughter declined to provide further information, stating, "we don't need to talk about this." The behavior of the display device was not described. No information was provided regarding the patient¿s activities prior to the incident, symptoms experienced, sensor readings, who obtained the blood glucose measurement or the patient¿s condition following hospital admission. The call ended abruptly. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Despite multiple follow-ups attempts to obtain further clarification, no response has been received to date. No product or data was provided for investigation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction/additional information. B5: describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6: health effect - impact code - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - correction. H10: corrected data. H11 additional narrative.